Manufacturer narrative:
This follow-up #1 report is being submitted to FDA based on updated information received after the completion of the product complaint investigation. Corrected and additional information are included in this follow-up #1 report, as noted below. Device available for evaluation? - corrected to "yes". Corrected to the current contact person's information. Report source - added "company representative" . Type of report - indicated this is follow-up report, #1. Type of follow-up report - indicated: correction; and, additional information. Device evaluated by manufacturer? - corrected to "yes". Added manufacturer codes. Additional manufacturer narrative - information not available at the time of the initial report (for similar products marketed by the manufacturer), as follows: the device was returned to the manufacturer and a product investigation was conducted. As a part of the investigation, the production records were reviewed. No abnormalities were observed in the production or inspection records. In addition, the returned product was inspected. It was observed that a part of optic edge of trailing haptic side was chipped on the right side of the lens. The possibility of the pinch may have been caused by the slider pin inside injector due to the gap generated between slider pin and injector body and after advancement of iol by rod - with the optic pinched, the optic edge might be cracked or open. The exact root cause cannot be determined in this case. A review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of this product evaluation.

Manufacturer narrative:
Manufacturer's preliminary analysis: this information was sent to our investigation laboratory for further investigation and requested to return the lens for investigation. Since the actual complaint rate is much lower than the alert level we will treat this as a normal complaint and wait until the outcome of the investigation before considering the need for further actions. The expected date of evaluation should be june, 2017.

Event description:
The lens was inserted into the patient's eye, where it was found to have a chunk missing from the iol. Patient outcome is unknown at this time. The lens had to be cut in two in order to remove it from the patient's eye, and another lens was inserted.